Manufacturer narrative:
Received one device. Complaint confirmed by checking the alarm history. It is verified that multiple check clutch errors are found. The device is repaired by replacing the left and right clutch, clutch spring, worm coupling, worm gear, and motor to fix the check clutch error. The pump is calibrated and greased. Reset to standard configuration. The main cause of customer¿s complaint was the worn-out clutch parts. After installing the part properly, the pump passed all the testing and is fully operational. Service history review identified that a repair was done in 2024 dec with check clutch problem.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4/h4: serial number doesn't show up in records. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump constantly receives errors when using bolus option. They also mentioned that notifications were received to check the clutch/plunger lever during functionality checks. There was unknown patient involvement and unknown patient harm/adverse event reported.